Manufacturer narrative:
Device ot returned for evaluation.

Event description:
It was reported the cylinders of the inflatable penile prosthesis were repositioned due to an unspecified reason. No patient complications were reported in relation to this event.